Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 109 bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in label was illegible. The following information was provided by the initial reporter: "this is a report about defective printing on the package sterile sheet. Information printed on the package sterile sheet was illegible due to defective printing. During inspection, bdj confirmed this issue occurring in 109 of 1520 products inspected."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed blurry and illegible print on the top web. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error. This type of defect can occur when the top web roll runs out or towards the end of the roll before a new top web roll is spliced. The top web roll is not taut and allows for movement during the printing of the unit label. The print can become blurry. Our operators are responsible to splice a new top web roll with the used top web roll before the rolls runs out. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 109 bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in label was illegible. The following information was provided by the initial reporter: "this is a report about defective printing on the package sterile sheet. Information printed on the package sterile sheet was illegible due to defective printing. During inspection, bdj confirmed this issue occurring in 109 of 1520 products inspected."